Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What caused the bleeding of the staple line? Were the staples malformed? Was the staple line incomplete? How much bleeding occurred? Did the patient receive any blood products? How was the procedure completed?

Event description:
It was reported that during a gastroplasty by video bypass procedure there was bleeding in the staple line in the formation of the pouch. It was being used with a blue reload. Unknown how case was completed. There were no adverse consequences for the patient.